Event description:
It was reported that the user had been selecting ¿more than meal¿ for over 80% of dinner announcements and requested assistance to return to usual meal entries after consulting with their endocrinologist; a support agent proposed a soft reset of the dinner announcement settings and transferred the user to clinical support for further guidance. Symptoms included no adverse glycemic effects. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included review of device report logs and live troubleshooting with escalation to clinical support. Investigation of this case revealed appropriate device performance with user-driven meal announcement behavior and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use pattern.